Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection, inflammation, swelling, erosion and fluid discharge. Reportedly, the patient had discomfort, pain, and edema. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This crt-d was explanted.